Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was unknown. The customer called to report battery issues and blank display. The customer changed the batteries but the display went blank again. The customer was advised to remove the battery and check for damage/corrosion. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.